Event description:
Lead exhibited a fracture allegation was not confirmed in the product investigation, the pacing impedance was confirmed. No additional adverse patient effects were reported. It was reported that this right ventricular (rv) lead was explanted as pacing impedance was increasing, also the lead exhibited a fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted as pacing impedance was increasing, also the lead exhibited a fracture. No additional adverse patient effects were reported.